Event description:
The reporter stated that, the surgeon inserted a 11.5 se/2.0 diopter aa4203tl single piece silicone lens with toric optic and the lens tore upon insertion into the eye. The lens was cut into pieces to remove from the eye without enlarging the incision. No patient injury. Surgery was completed with another lens. The plunger of the injector was the cause of the lens tearing.